Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Suspected undersensing was observed via a merlin at home transmission during a home peritoneal dialysis. The physician suspects that despite the patient's difficult condition, the defibrillator had not fully recognized the arrhythmia which was not cardioverted by the atp. The arrhythmia was recognized below the frequency of intervention, but not all of the qrs complexes had been sensed properly. Review of the episodes revealed 9 vt/vf episodes since the previous follow-up. The first 3 episodes were properly detected and atp was delivered and vt was terminated. On the next episode vt started, signals were properly detected and atp was delivered but, did not terminate the vt. The rate after the atp was slightly slower than the vt detection rate therefore, the rhythm was considered as sinus. If the vt detection rate had been programmed somewhat lower, the rhythm would have continued to be detected as vt and further therapies would have been delivered. Due to the intermittent undersensing, sinus rhythm was detected by the ICD when actually the vt continued. Tachycardia continued but was detected in sinus zone due to both the programmed detection cutoff and intermittent undersensing. The rate increased and fib and vt intervals were binned. The rate slowed down somewhat again and sinus was re-detected. The tachycardia continued with intervals between sinus and fib. It is difficult to do anything about intermittent undersensing when the complex amplitude differs beat to beat. No malfunction of the system was suspected. The ICD behaved according to programmed settings and algorithm design.